Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The on-site investigation revealed that the x-ray batteries were low, with two dead batteries in tray #1. Found one channel on chg pcb#1 dead. Replaced all the x-ray batteries and charger board #1. Replaced dead batteries and chg pcb#1. After replacing the batteries and charger board, the imaging system then passed the system checkout and was found to be fully functional. No parts were returned for further investigation. No further action is required at this time. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the medtronic imaging system's x-ray batteries are low. System shows that it is charging but batteries are low. There was no patient present when this issue was identified.